Event description:
--

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) which was included in the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, was suspected of exhibiting the advisory behavior. The monitoring voltage was 2.62 volts after 26 months of implant. A boston scientific crm technical services consultant recommended monthly follow-ups and changing the device out within 30 days of declaring elective replacement indicator (eri). To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received indicated that a device replacement procedure has been scheduled. The device planned to be returned for analysis following the explant procedure.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated. Additional information received indicated this device declared elective replacement indicator (eri) with a monitoring voltage of 2.49 volts. A boston scientific crm technical services consultant recommended replacing the device within thirty days. No additional information is available at this time. If additional information becomes available the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Additional information received indicated the device was explanted and successfully replaced. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.